Manufacturer narrative:
Evaluation results: inherent risk of procedure (aneurysm enlargement). Other (lack of info and no device returned for eval). Evaluation conclusions: other (lack of info and no device returned for eval).

Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for treatment of an abdominal aortic aneurysm. Aneurysm size at the time of implant unknown. It was reported at a follow-up appointment the CT demonstrated that the stent graft was level with the renal arteries. It was reported that the physician elected to surgically remov the stent graft from the pt, due to severe disease progression. The pt was converted with open surgical repair to a conventional stent graft. The device remains with the hosp. No additional clinical sequelae were reported and the pt is fine.